Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had displayed an intermittent error code which could usually be cleared with power cycling. In addition, the programmer has been restarting on it's own recently. It was suggested that the programmer be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis could not reproduce error. However, found multiple errors in error log. Could not confirm "power cycling". Re-seated link electronic module (lem) board. Reconfigured hard drive and reloaded software. Broken overlay. Replaced overlay assembly using salvage material. Device passed functional and system tests. All salvage material used was visually inspected and functionally tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.